Manufacturer narrative:
(B) (4).

Event description:
Procedure: uterine myomectomy. According to the reporter, upon insertion of the device, a portion of the device broke and fell into the pt's cavity. Using x-ray imaging, the fallen piece could be retrieved from the pt cavity. The staff used another device to continue. There was no pt injury reported, as there was no bleeding or tissue damage. However, the procedure was extended more than 30 minutes. No pt info available.